Event description:
During revision rotator cuff repair on an elderly patient with poor bone quality, first tap was used as instructed soft bone indicated used 4.5 anchor threaded but did not ever engage. Handle was pulled back, anchor came out. They tried on 5.5 anchor and arthrex 6.5 anchors with same result. They put hole in a different location and using our anchor worked fine.

Manufacturer narrative:
(B)(4)